Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately compared to another device (one touch ultrasmart). The reporter claimed obtaining blood glucose readings that were 40 and 50 dl different with the subject meter compared to the other device, no exact values were given. The tests were performed within 30 minutes of each other. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.